Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported: would not fire and malformed staples. It was reported that during the radical gastrectomy for gastric cancer surgery, could not fire with ec60a and ecr60g(p58n0k). Changed another ecr60g (p58n0k), still could not fire. Then changed with ecr60g(r58l3l), noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Product complaint (B)(4). Batch number: 57g1w. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with three cartridge reloads present. The reload (b) was received fully fired with the pan damaged from the proximal end, right side. The reloads (c and d) were received partially fired 1/16. The returned device and cartridge reloads (c and d) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The damage to the cartridge is consistent with the device being clamped over a hard object. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.